Event description:
It was reported that a patient underwent a gynecological procedure on an unspecified date during 2007. The customer reported that the device was broken. No additional details were known.

Manufacturer narrative:
Date sent to the FDA: 02/12/2008. Conclusion: the actual device involved in this event was returned for evaluation. The cpc will require re-alignment. It was also found that the toggle switch nut was loose and that the pcba assembly was defective. Investigation found that the toggle switch would not toggle from one position to the other, and that the pcba toggle switch wire was exposed, causing the wire to short to the bracket and the motor to power on. Also, the sub-chassis was bent, requiring the sub-chassis be replaced. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.